Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(4) bluetooth device was performed and passed. The data file was reviewed and the reported customer complaint was not confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.